Event description:
It is reported that the device was revised in 2007. During the revision surgery, it was noted that the cup was loose and that the poly was worn. The stem was well fixed so he left it implanted.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no item number, product, pictures, surgeon notes, x-rays, implant date, or patient information was received. No analysis can be performed with the information provided. Cause cannot be definitely determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.